Event description:
It was reported that on the first day of ilet use, the patient experienced marked blood glucose fluctuations with lunch announced and subsequent readings ranging from 309 mg/dl to 57 mg/dl, treated with oral glucose and soda, followed by a post-dinner rise to a fingerstick of 362 mg/dl; a flex infusion site change was completed, and no site issue was confirmed, while the device problem and component were documented as insufficient information. Symptoms included hypoglycemia, hyperglycemia, headache, malaise, and hot flashes/flushes. Outcomes included an unexpected medical intervention in the form of medication required, specifically oral glucose. Investigation included communication and interviews with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component remaining insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.